Manufacturer narrative:
On 14-sep-2025, the product investigation was completed as the complaint device had been discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After the atrial fibrillation (afib) ablation procedure with a varipulse catheter, the patient experienced ventricular tachycardia treated with defibrillation. After an afib procedure was completed while utilizing the trupulse ablation system and varipulse catheter, the patient was then taken to the recovery area. In the recovery area, the patient displayed ventricular tachycardia on the ECG (electrocardiogram) monitors. The patient was then defibrillated into sinus rhythm. The patient was then taken to the cardiac cath lab for a coronary angiogram. The physician¿s opinion on the cause of this adverse event was they were unsure of the cause, but they don't believe it was catheter or procedure related. The intervention provided was cath¿d and ICD (implantable cardioverter-defibrillator) implanted. The outcome of the adverse event was improved. The patient required extended hospitalization because of heart catheterization and ICD required overnight stay post event.